Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is in the hospital and needs an MRI. Caller said that last night the patient started presenting with stroke like symptoms. Caller connected the patient's communicator to the implanted neurostimulator and it said therapy was off and to turn therapy back on. Agent asked if the patient had been able to charge the implant recently and caller said the patient charged the implant yesterday and the implant had 75% charge. Caller said they thought the patient may have gotten the implant battery down to 0% in the last 2-3 days. Agent reviewed that therapy would have to be turned back on in order to adjust the stimulation. Caller then said that it was extremely uncomfortable for the patient when the therapy was initially turned on and asked if there was a way to decrease stimulation before turning therapy back on. Agent consulted team. When agent took caller off of hold agent could not hear caller at all, agent tried disconnecting call and calling them back and encountered voicemail. Unable to ask for healthcare provider (hcp). Additional information was received from healthcare provider (hcp). Hcp reported the cause of the stroke like symptoms was the therapy being off. Hcp clarified the patient did not have a stroke. Hcp reported the cause of the therapy being off was due t o user error. Symptoms resolved once therapy was turned back on.